Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.

Event description:
During the implantation of the shunt, the doctor found that the delta chamber had a tear and it caused a leakage of csf. The sales rep was at the or and could not confirm that the product failed testing before the operation. The doctor placed the shunt in the pocket that he built, but found that the pocket was not big enough. The pocket size was then increased with the shunt in place, using blunt scissors. When the shunt was flushed to confirm that all the catheters were properly connected, the csf leak was found.